Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: insulin delivery has been stopped for more than 15 minutes. In this case, the resume pump alarm will be displayed on your pump.

Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) was 800 mg/dl. A manual correction bolus was administered to address elevated bg. Customer went to the emergency room and was ultimately admitted to the intensive care unit. Customer was treated intravenously with fluids of insulin and saline. Treatment resolved the issue and was no permanent damage. Customer was released on (B)(6) 2025.